Event description:
Patient reported, for left side having "contracted grade 4 capsular contracture". Patient additionally reported, non-device related events as follows: ¿debilitating and continuous pain in shoulder, which limited movement". "Developed auto immune issues, which have been life changing. [And] diagnosed with possible rheumatoid arthritis¿. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported "contracted grade 4 capsular contracture which caused debilitating and continuous pain in shoulder which limited movement." Patient additionally reported "developed auto immune issues which have been life changing" and "diagnosed with possible rheumatoid arthritis"; this is not device related. This relates to left side. Device has been explanted.